Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that the right ventricular lead exhibited high threshold and high impedance. The patient was device dependent. During the lead explant procedure, perforation was noted. The perforation resolved itself. It is unknown if there was tamponade. The patient was stable.